Event description:
It was reported that the 9800 system had a filament calibration error message and the hand-switch was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hand-switch was replaced and the filament was calibrated during the service call. The sys was tested and found to be working as intended, and put back into service.